Event description:
The customer reported to olympus, the evis lucera duodenovideoscope wire was cut. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; knob wire had a cut; due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; connecting tube, plastic distal end cover, distal end, protector of universal cord on suction connector side, protector of universal cord on control section side, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, switch 1, scope cover, suction connector, universal cord, grip, control unit, and switch box all have a scratch; connecting tube had a wrinkle; due to a pinhole on bending section cover, water tightness was lost; forceps channel port was shaved; control unit had discoloration; and electric connector had discoloration due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (added due to character limitation due to repsective field).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.